Manufacturer narrative:
Determination of root cause: assessment: a complete product investigation was not possible because the voluntary medwatch report did not include the facility where the surgery took place, the surgeon's name for the serial number of the device. In addition, a clinical eval was not possible for the lack of info in the voluntary medwatch report including the pt's name or any contacting info. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B)(4).

Event description:
Adverse event(s): "bad low light and night vision" (vision, impaired). Product problem(s): "none reported" (no info). A voluntary medwatch report was received from the FDA, (B)(4). The pt reports experiencing 'bad low light and night vision' following lasik surgery. The pt was not satisfied with the surgeon's response to these concerns and sought a second opinion. The second physician indicated the pt had high aberrations in the left eye. The pt also reports having thinner corneas and correcting now would be risky. No further info is available.